Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus delivery. The customer's blood glucose was 135 (mg/dl). Reportedly, the customer cleared the alarm and delivered the remainder of the bolus to address the issue. The customer reported wearing the pump in a pocket. Tandem technical support recommended wearing the pump in a case.